Event description:
The reporter stated that device speaks a different result than what appears on the screen. He said the device spoke 5.9 and the result on the screen was 95 it also spoke 257 and the screen displayed 143. The device was replaced and requested to be returned for evaluation.